Event description:
Customer stated that the product over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered throughout the drill, including the bearings. Corrosion can often lead to increased friction among the components of the drill which results in over-heating of the device.